Event description:
It was reported that the femoral head trials damaged from normal wear and tear use. The surgeons have requested a replacement.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Review of the photographic evidence confirmed the complaint. Signs of wear can be observed on the trial. Additionally, deep scratches were noted throughout the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.